Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information b5: additional information was received noting that the complaint device had been thrown away. Additionally, the 'inner lumen' refers to the sheath tubing, not the dilator, and the dilator was not reinserted prior to removing the device. Investigation - evaluation a review of the complaint history, instructions for use (IFU), manufactures instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ it goes on to state "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ additionally, the IFU covers "if using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement." Reportedly, the customer did not insert the dilator prior to removal. Based on the information provided and no product returned, investigation has concluded that the root cause of this event could not be traced to the device, but instead lies with the user, unintended use error, and the patients condition. The customer did not insert the dilator prior to removal and noted that the patient had calcified anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Please see h10 for additional information.

Manufacturer narrative:
Concomitant medical products: unspecified hydrophilic wire guide and angioplasty balloon. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) male was undergoing an angioplasty procedure, lesion site not specified. Approach was made in a contralateral fashion via the leg, and the patient's anatomy was described as calcified. During removal of the flexor introducer sheath, the inner lumen "caught" in the patient's anatomy. The physician felt a release and the device broke into two pieces upon exiting the patient's body, however, nothing remained in the patient's body. The procedure had been successfully completed at the time of occurrence. According to the complainant, the patient did not experience any adverse effects nor were any additional procedures required as a result of this event.